Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v681904, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v681904, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that this was the patient¿s second implant and they had lost some weight so their device actually shifted they guessed. Some of the wires and leads had come to touch because they could kind of roll them and this was now with their current device. The patient¿s last surgery was supposed to be a 20 minute surgery but it ended up being 6 hours.